Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced 'cloudy' vision. The first five days the patient was fine, cornea was clear. A week following is when the patient experienced the cloudy vision. They found out the reason is descement membrane. There were no complications during the original implant procedure. Additional information was requested.